Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed via fluoroscopy. The lead was explanted. The patient condition was stable after the procedure and monitoring will continue.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 12.5-14.3cm, 25.2-26.7cm, and 39.9-40.9cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 13.6-15.2cm and 25.3-26.5cm from the distal tip. The etfe coating was abraded at these locations.